Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side rippling. Patient later reported left side deflation. Device remains implanted.

Event description:
Patient reported left side rippling. Patient later reported left side deflation. Device was explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a curved opening on the anterior, posterior and radius and wear abrasion. A leak test and microscopic analysis was performed which identified a striated opening on the anterior, posterior and radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no observed wrinkling. A striated opening on anterior, posterior and radius assessed as surgical damage consist in the use of some surgical tool.

Event description:
Device was explanted.